Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer received an unspecified error message with the adc device and was unable to obtain glucose readings. There was no report of adverse event or third-party intervention required due to the reported product issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.